Event description:
It was reported that the inner sheath was loose at the beak. The issue occurred during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported issue was confirmed. The following reportable malfunction was identified during the device evaluation: ceramic insulation was missing. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. The cause of the damage is likely due to deterioration over time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.